Manufacturer narrative:
This event occurred on (B)(6).

Event description:
It was reported that there was an erroneous result for one patient sample tested for thyrotropin (tsh) on an e601 analyzer. The sample had a tsh result of 0.01 mui/l when tested on the e601 analyzer and this value was reported to the physician. The tsh result did not fit with the clinical picture of the patient. The patient showed no clinical signs of dysthyroidism. It was stated that the free triiodothyronine (ft3) and free thyroxine (ft4) values from the patient seemed to be ok, but the tsh value was too low. The patient was not adversely affected. The e601 analyzer serial number was (b)(4.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample were able to confirm the results generated at the customer site. The sample was tested for interfering substances, but no interferences were detected in the sample. There was not enough sample volume remaining for further investigations. A specific root cause could not be determined based on the provided information.